Event description:
It was reported that the lead was attempted but not used during the implant procedure. The lead was positioned with the helix extended. The physician decided to reposition the lead and the helix was retracted. Once placed the physician attempted to extend the helix; however, the helix was blocked and unable to re-extend. The lead was removed and replaced.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The full lead was returned and analyzed. Analysis indicated that the helix exceeded specification the number of turns to extend and retract. Analyst noted that the helix would not extend due to drive shaft lug stuck behind the retraction stop. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.